Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with implantable neurostimulator (ins) for spinal pain. It was reported the battery died. The patient reported she could not get the ins to charge. It would go on and off and never stayed on a steady charge and then she had a lot of burning and heat at the ins site and was ¿really burning inside.¿ the patient reported she never really got any stimulation or relief from the ins. The patient¿s healthcare provider told her that as she moved around the leads would move and it would change for her and was told to give it time. The patient reported she thinks the battery has shifted internally and, because she already has a history of 6 surgeries, she was so disgusted she just ¿wrote it off¿ and did not even want to be bothered anymore. The patient stopped going to pain management because she was just getting opioids, which were highly addictive, and when she was taking oxycodone she did not have any idea sometimes of a lot of things. The patient stated she got off the opioids and switched to smoking pot. The patient was redirected to their healthcare provider to address therapy concerns and symptoms. No further complications were reported/anticipated.